Event description:
It was reported that the patient passed away not alleged against the vns and the explanted devices were returned to the manufacturer for analysis. A significant portion of the lead was not returned, including the electrode array, so no evaluation could be performed on that portion of the lead. There were no non-explant related anomalies identified with the returned portion of the lead. Product analysis on the generator indicated that the generator provided the expected level of output current and that the diagnostics were as expected. The internal data from the generator showed that there was a change in the impedance value from a high impedance to an even higher impedance that occurred after the patient passed away. Because it is unclear when the pre-change impedance first occurred, it is unclear whether high impedance occurred prior to the patient's death or if it occurred due to the explant/changes to environment after the patient's death. Outside of the reported impedance, there were no performance or any other type of adverse conditions found with the pulse generator. A review of the device history records indicated that both the generator and the lead were found to have passed functional specifications prior to distribution. No further relevant information has been received to date.